Manufacturer narrative:
An event regarding revision due to pain involving a tritanium baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The following device was also listed in this report: triathlon ps x3 tibial insert; cat# 5532-g-316; lot# unknown. It cannot be determined, if this device may have caused or contributed to the patient's experience. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery as pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's left knee was revised due to pain. No possible causes or contributors for pain were reported to the rep. A size 3 cementless baseplate and 3x16 insert were revised to a stemmed tibial construct with augments. Rep reported that x-rays, medical records, and additional information are not available.